Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had gas loss in the iab circuit alarm. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. Upon arrival on site, the fse exercised the iabp on a test catheter and patient simulator without issue. Also, the fse observed that the service logs did record multiple "gas loss alarm in iab circuit". The fse stated that both the console and the cart passed the helium leak test. And, the pim module, drive manifold and fill manifold leak tests all passed as well. The fse was unable to reproduce the reported issue or failure with the iabp. The fse then completed the preventive maintenance (pm) with full calibration, functional testing and electrical safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.